Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause of the no device found was they were not charging it enough. The steps taken were they will charge it more. The issue was confirmed resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they need to put their device into MRI mode. While walking caller through accessing MRI mode, caller kept seeing no device found. Caller connected the recharger and began recharging. Caller had difficulty initially maintaining excellent recharge quality but eventually confirmed the controller was 70% and the implant was 0% and was recharging with excellent quality. Caller stated that they just charged their implant last night and now it's empty so something must be wrong. Agent asked caller if the implant recharged to 100% last night and caller stated they charged it until the controller was empty then recharged the controller again before they finished charging the implant. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Agent reviewed how to access MRI mode. [See pe(B)(4) - no device found resolved].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.